Event description:
This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unk age or origin. The patient was taking an unspecified medication for treatment of an unk indication. In 2007, the humapen ergo teal/clear pen body with a clear cartridge holder attached was returned to the company and was found two broken clear cartridge holder engagement tabs and two broken clear cartridge holder spring arms. This humapen ergo teal/clear pen body with a clear cartridge holder attached is associated with another device. The operator of the device was unk. It was unk if the operator was trained. It was unk for how long this device model and the device reporter had been used. The device was returned to the MFR. It was unk if the humapen ergo teal/clear pen body with a clear cartridge holder attached was continued or if it was switched by other device. Refer to results/conclusions section for analysis info. The device lot number is 0412a03, expiration date unk. Update 12-nov-2007: add'l info on 09-nov-2007 from quality control: changed the improper user field to yes. Added info that the result and conclusion were available. Update corresponding fields and narrative.

Manufacturer narrative:
Investigation in progress. 09-november-2007, lss analysis summary: the actual complaint device (lot 0412a03), manufactured dec 2004) was returned with both clear cartridge holder engagement tabs broken. Broken engagement tabs may result in an underdose. Corrective action: the core user manual states "do not damage or remove the cartridge holder tabs. Do not use the pen if the cartridge holder tabs are broken. Do not use the pen if any part of your pen appears broken or damaged. Contact your healthcare professional." There is evidence of improper use. Tool marks are noted on the mounting bayonet area. The damage is consistent with damage incurred by a screwdriver.